Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in a procedure performed on (B)(6) 2024. It was reported that the handle was broken. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break.